Event description:
It was reported that the pump shut off unexpectedly. Additionally, it was reported that the customer experienced difficulty charging the pump with the usb cable and alternate adapter. Reportedly, the customer was able to charge the pump with the usb cable and an alternate adapter. Customer¿s blood glucose value was 238 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.